Manufacturer narrative:
Section a (patient information) is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during preparation for clinical use of an impella cp system, the standard startup process for initiating a new case was not followed. The device was powered on and remained on the placement screen without completing the new case setup process. The device and accessories were present on the sterile field; however, the impella cp was not inserted into the patient. After consultation with clinical support, a new impella cp device was prepared, and the new case startup process was completed as intended without further issue. The issue was identified during device setup and not during clinical use. No patient involvement occurred, and no signs or symptoms of patient injury or patient harm were reported in association with this event.

Manufacturer narrative:
Section a patient information updated. D6a and d6b provided. Indication for use was provided as cardiomyopathy.

Event description:
Additional information was received that reported "they mentioned not going through the startup ¿new case¿ process. Just in placement screen only. The device was only on the table and not inserted in a patient. New cp device used and new case startup was normal. Pump should have already been sent."